Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter that was detained during the surgery had removed naturally on the next day of placement. It was reported that there was no balloon rupture or tear. Per follow up via ibc on (B)(6) 2022, stated that the foley catheter fell out on the next day of placement. The balloon in the catheter was found to be asymmetrical based on the photo samples received. Per follow up via ibc on (B)(6) 2022, stated that it was unknown whether the asymmetrical balloon issue was happened during pretest or during use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted the balloon was partially inflated upon return. Solution was removed from the balloon and re-inflated with 10 methylene blue solution. There were no leaks observed from the balloon. This meet specification per inspection procedure , "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter that was detained during the surgery had removed naturally on the next day of placement. It was reported that there was no balloon rupture or tear. Per follow up via ibc on 26jan2022, stated that the foley catheter fell out on the next day of placement. The balloon in the catheter was found to be asymmetrical based on the photo samples received. Per follow up via ibc on 07feb2022, stated that it was unknown whether the asymmetrical balloon issue was happened during pretest or during use.